Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, a computed tomography scan demonstrated a filter limb extending beyond the confines of the inferior vena cava wall. The device was removed by unknown procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately two months post filter deployment, computed tomography (CT) revealed that a filter present in the infrarenal inferior vena cava with one of the prongs extending beyond the confines of the inferior vena cava coursing just posterior to the abdominal aorta. Two days later, the filter was considered to be no longer needed and was retrieved without complication. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiration date: 05/2013), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with factor v deficiency and an upcoming surgery was scheduled for vena cava filter placement. The right common femoral vein was accessed using micropuncture technique under ultrasound guidance and a pigtail catheter was advanced into the iliac vein and ivc. Venograms were performed and demonstrated no evidence of thrombus and identified the left renal vein. The right renal vein was not readily identified; therefore, a catheter was placed into the origin of the both the right and left renal veins and the location of the renal veins was identified. Exchange was made for the filter sheath that was advanced into the ivc at the level of the renal veins. The filter was deployed without incident below the renal veins. The sheath was removed and hemostasis was obtained. Approximately two months post filter deployment, a CT of the abdomen and pelvis demonstrated a filter present in the infrarenal ivc with one of the prongs extending beyond the confines of the ivc coursing just posterior to the abdominal aorta. No adjacent fluid was seen. Two days later, the filter was considered to be no longer needed and was retrieved without complication. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately two months post filter deployment, a CT of the abdomen and pelvis demonstrated a filter present in the infrarenal ivc with one of the prongs extending beyond the confines of the ivc coursing just posterior to the abdominal aorta. Based on the provided medical records, the investigation is confirmed for perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with a blood clotting disorder and an upcoming surgery had a vena cava filter successfully deployed without incident. Approximately two months post filter deployment, a CT scan demonstrated a filter limb extending beyond the confines of the ivc wall. No adjacent fluid was seen. The patient was scheduled for a filter retrieval procedure and the filter was retrieved without complication. No additional information surrounding this event was provided in the medical records received.